Event description:
See h11.

Manufacturer narrative:
Information received on 03-oct-2024 indicated that this report was a duplicate of the event reported in manufacturer report # 218220 7-2024-03274. Any additional information received will be reported in 2182207-2024-03274. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient with an ins and two leads (pns (peripheral nerve stimulation) system: the leads are positioned subcutaneously at the shoulder) returned to work and described on the spot a warm-up, pain, redness in the implanted area and variations in stimulation intensity. In his workplace, there are a huge number of networked computers (over 500) and large computer servers. It was speculated that the environmental, external, and patient factors that may have caused the event included emi interferences with servers. No diagnostics and troubleshooting were performed nor were any interventions/actions taken to resolve the issue. It was unknown if the issue was resolved at the time of the report. No surgical intervention occurred nor was it planned. The patient was alive with no injury at the time of the report. Additional information was received. It was reported that the warm up and redness were felt at the ins implant site only (in the right axillary level). The cause of the heating is not determined but seems to be related to the patient's place of work (probably due to emi interferences because more than a hundred computers are networked in the same place with wifi routers). The warm-up started at his workplace and lasted as long as he stayed there (all afternoon). In the evening, when he got home, the warm-up went away little by little but he discovered a redness around the ins (a photo was attached showing the redness, the photo was taken on the evening of july 15 after his afternoon spent at work). The issue is not resolved yet, the patient has not returned to the workplace since. The interrogation of the ins today (B)(6) 2024) did not show any abnormality, the impedances are ok. The stimulation seems to be working properly (good feeling) apart from this episode. The information has been confirmed by the physician today.

Manufacturer narrative:
G2: the country of the event is fr. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.